Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer declined troubleshooting with tandem technical support. There was no reported adverse impact to the customer's blood gluose level. No additional information was provided.